Event description:
The customer reported that the system does not x-ray. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found that the system had poor contact. He replaced the contact and the system operates as intended.